Event description:
It was reported that fiber cap detached at 56,797 joules into a prostate procedure. The cap was retrieved. The procedure was completed with a second fiber. The pt outcome was reported as "okay".

Manufacturer narrative:
The component codes 814 fiber and 424 cap are associated with the device code 1069 break.